Manufacturer narrative:
The device was not returned for analysis. The customer disposed of the product.

Event description:
It was reported that during a surgical procedure at the user facility the toga ripped. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.